Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters were involved with patients experiencing infection. There was no associated product defect/malfunction associated with these events. There was no mention of medical intervention being applied. The following information was provided by the initial reporter: devices implicated in the lymphangitis that occurred recently. No medical intervention required.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-16. H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received three used units. Visual / microscopic observation of the units confirmed there was no damage observed to the catheter adapter assemblies. Units #1 and #2 were observed to have media throughout the devices and small specks inside the tubing. Unit #3 was observed to have media and the presence of some type of fibrous material inside the length of the catheter tubing. Spectral analysis was performed to identify the materials. The ftir analysis results indicated that the material was most likely human skin flakes mixed with silicone in all three units. Human skin flake, as identified by the (ftir), are to be expected as the units were used in venipuncture. Silicone, as identified by the (ftir), is used in the lubrication process of the catheter; therefore, both of these materials were determined to be non-foreign. Finally, sterilization and lubrication records were reviewed and no quality issues or process deviations were found. Irritation or infection may also be affected by the sterility of the product in regard to package integrity and site sterility. Without the package for investigation, the package integrity could not be inspected. Additionally, site sterility cannot be determined without being present during venipuncture. As the returned units were found to be within specifications, bd was unable to confirm your reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters were involved with patients experiencing infection. There was no associated product defect/malfunction associated with these events. There was no mention of medical intervention being applied. The following information was provided by the initial reporter: devices implicated in the lymphangitis that occurred recently. No medical intervention required.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1130375, medical device expiration date: 2024-04-30, device manufacture date: 2021-05-10; medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters were involved with patients experiencing infection. There was no associated product defect/malfunction associated with these events. There was no mention of medical intervention being applied. The following information was provided by the initial reporter: devices implicated in the lymphangitis that occurred recently. No medical intervention required.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter city: (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1130375, medical device expiration date: 2024-04-30, device manufacture date: 2021-05-10; medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.